Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient called stating that while attempting to change the cartridge, the old cartridge broke as it was being removed. The patient confirmed that when the cartridge was initially inserted, it leaked, and upon removal the top was observed to be bent. The patient cleaned the cartridge area, and the agent guided the patient through a dry run to ensure the piston was not damaged. The agent then walked the patient through completing the cartridge change, and the patient confirmed the process was completed successfully and that insulin delivery was resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.